Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon said that the patient came to see him because his knee felt a little tight. He decided to take him to surgery and do a soft tissue releases and possible poly swap. He decided after doing the releases that the knee still felt a little stiff and decided to go to a smaller poly. The implant was probably not oversized on the primary surgery. The patient¿s knee might have seemed tighter due to soft tissue or possible constraints on rehab. Surgeon replaced the poly with the appropriate size and washed out the knee. Doi: (B)(6) 2019, dor: (B)(6) 2020, right knee.